Event description:
It was reported that the user experienced elevated blood glucose while using the ilet and had paused insulin delivery during exercise, followed by a meal announcement; glucose readings were 189 mg/dl prior to exercise, 201 mg/dl with a steady trend shortly after, and later 162 mg/dl with a flat trend, and education was provided to monitor glucose and hydrate. Symptoms included hyperglycemia. Outcomes included no reported injury and self-management at home. Investigation included complaint intake review and user counseling on monitoring and hydration. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with stabilization observed over time. It was concluded that the event was user-reported hyperglycemia with unclear cause and no device malfunction identified based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.